Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that active directory connection binding failed. A technical support specialist placed the necessary certificate to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system, an error occurred for nurses while attempting to access patient information. The customer stated that they were unable to login into the es server website. There were no adverse events or injuries reported based on this incident.